Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 reload involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house testing. The root cause of exposed component in reloads is typically attributed to mishandling/misuse. Additional observation(s) related to the customer reported complaint: the reload was disassembled in-house for inspection and the reload was found to have knife damage and cartridge damage. No material was found missing. Root cause of these failures is typically attributed to mishandling/misuse. Isi also received the sureform 60 stapler instrument involved with this complaint and completed device evaluation. Fa confirmed but did not replicate the reported complaint. The stapler was tested in-house, and the instrument initialized, clamped, fired and unclamped without any issues. No damage was noted. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system/instrument logs for the event date of 10-mar-2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: the system logs for the procedure of the instrument¿s only usage had one relevant error: error 22030, a firing failure. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure during the last fire while using a sureform 60 stapler instrument, with a blue sureform 60 reload installed, the instrument did not cut, and the tissue was pushed along. The staples were dumped at the crotch of the instrument. The surgeon used a backup sureform 60 stapler and blue reload and stapled medial to the previous staple line which resulted in additional amount of tissue being excised. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, during the last fire while using a sureform 60 stapler instrument, with a blue sureform 60 reload installed, the instrument did not cut, and pushed the tissue out. On 22-mar-2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that the sureform 60 stapler worked as expected prior to the tissue push incident. As the surgeon was trying to divide the stomach near the gastro-esophageal junction, the sureform 60 stapler instrument fired; however, the tissue was pushed along, and the staples were dumped at the crotch of the instrument. The surgeon was concerned that as a result of what happened the diaphragm could have been injured since there was no way he could stop the fire. There were a mix of unformed and formed staples. There could have been a small portion of staples on the tissue. As there was not enough space on the stomach to fire, he went medial to the previous staple line with a new sureform 60 stapler instrument and another blue sureform 60 reload. The staple line was completed without further issues. The surgeon took slightly more stomach than planned; however, he confirmed that it did not impact the procedure outcome. There were no clamping issues, no tissue bunching while clamping, the surgeon did use buttress material the surgeon did not encounter any obstructions such as clips, staples, bone or other hard objects between the instrument jaws. It was confirmed that the patient is reported to be recovering well with no post-operative complications.